Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to insert into the stylet and unable to be implanted. The rv lead was not used. The physician continued to use second rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported events were unable to implant and failure to advance the stylet. The reported event of failure to advance the stylet was confirmed. A complete lead was returned in one piece with stylet found inserted inside the lead. The cause of failure to advance the stylet was due to blood in the inner coil.